Event description:
It was reported through remote transmission that the battery voltage had temporary dropped below eri and recovered back to normal the following day. The patient was asymptomatic. In clinic measurements revealed the battery voltage has recovered back. Patient will continue to be monitored remotely until the device reach eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.